Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon tried to implant the shell into the patient. He achieved good stability with the implant. When we tried to remove the acetabular shell inserter, the inserter appeared to be stuck on. We used mechanical advantage to try to dislodge the shell but it did not work. In the end the shell needed to be removed and a new shell was used. The new shell went in without a challenge which led us to the conclusion that potentially the shell was faulty or simply cross threaded. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to off-label usage of the device. G7 surgical technique states use of g7 monoblock and modular handle assembly inserters can be used and the technique does not recommend any other instrument. Straight shell inserter was used with incompatible g7 pps ltd acet shell 56f. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.